Manufacturer narrative:
Product catalog and lot numbers were unknown. Without a catalog or lot number, expiration date, manufacture date and UDI cannot be determined. Medical devices: baxter® clearlink¿ continu-flo¿ solution system catalog number 2c8537 and baxter® clearlink¿ extension set/IV filter luer activated valve, catalog number 2h8603 were also reportedly used. (B)(4) - 3m found this to be an intermittent incompatibility issue associated with the impact of system pressure on select needleless connector. The customer reported there were several other patients that had tpn infusing via the same setup (IV tubing, curos jet¿ disinfecting caps) and those patients did not experience any leaking. The customer reported this patient experienced the exact same event two nights in a row. 2110898-21018-00088 was submitted for the leaking that occurred on (B)(6) 2018 and 2110898-2018-00089 was submitted for the leaking that occurred on (B)(6) 2018. Current product labeling notes the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used. End of report.

Event description:
A nurse reported a patient had tpn infusing into a PICC catheter via an infusion pump. Three cfj5-250 curos jet¿ disinfecting caps were placed on the three needleless connectors (y-sites) of the IV tubing. The patient reportedly experienced leaking of tpn fluid from one of the needleless connector/curos jet¿ disinfecting cap connections on two occasions. The patient reportedly noticed the leaking and notified his nurse immediately. The nurse reported a minimal amount of tpn had leaked and no patient harm occurred. The curos jet¿ disinfecting caps were removed for the remainder of the tpn infusion.